Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down while using on a patient. The screen turns dark, the indicators of the on/off switch and the power supply and the battery turns dark. The end-user checked the main power supply- it was tightly plugged in. Then they turned off and on the device, using the rocket switch, the indicators showed green. The device could work for several minutes. This happened four times and they changed another device. No patient health consequences have been reported.

Manufacturer narrative:
The investigation was based on the reported event and log file analysis of the affected evita v600. A dräger service technician also evaluated the log file and determined that an audible alarm system failure and piezo test failure were detected shortly after the unit started at 11:42 a.m. On (B)(6) 2021. The described alarm message was displayed and alarmed by the device over a longer period. The user started up the device on the day of the event without a device check. According to the log file, the alarm message "auxiliary acoustical alarm failure" was issued by the c300 cockpit at 11:42 am. This corresponds to a faulty rocker switch. The unit detected a piezo test failure and issued the alarm message "auxiliary acoustical alarm failure". The auxiliary alarm is powered by the rocker switch. An interruption of the ventilation at 11:59 could be confirmed by the evaluation of the log file. Thus, it is likely that the rocker switch was in the off position when the unit was started at 11:42 am on july 17. Despite this, the device could be started due to the malfunction of the rocker switch. In case of a faulty rocker switch the device is permanently supplied with main power. This malfunction was alarmed by the reported alarm. However, a temporary alteration in the rocker switch signal may cause a short interruption of the ventilation. This interruption can most likely be explained by a wrong interpretation of the user to the device alarm "auxiliary acoustical alarm", whereupon the user switched the device on and off again at the rocker switch. This warmstart was recorded in the logfile. If the rocker switch is defective, the unit will be on continuously even though the rocker switch is in the off state. In this situation, the unit would turn off if the rocker switch was working properly again. The unit responded as specified and sounded an alarm with visual and audible alarms. In addition, the user was able to identify the defective rocker switch during the device check in the "auxiliary audible alarm" test step. The ventilation is not affected in that case. The rocker switch has already been replaced and a test run of the unit has been started. Field quality data are monitored and assessed by responsible quality board. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the device shut down while using on a patient. The screen turns dark, the indicators of the on/off switch and the power supply and the battery turns dark. The end-user checked the main power supply- it was tightly plugged in. Then they turned off and on the device, using the rocket switch, the indicators showed green. The device could work for several minutes. This happened four times and they changed another device. No patient health consequences have been reported.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that the device shut down while using on a patient. The screen turns dark, the indicators of the on/off switch and the power supply and the battery turns dark. The end-user checked the main power supply- it was tightly plugged in. Then they turned off and on the device, using the rocket switch, the indicators showed green. The device could work for several minutes. This happened four times and they changed another device. No patient health consequences have been reported.